Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18jul2023. H6: investigation summary bd received three insyte autoguard blood control units from lots 3061023, 3076650, and 2349100 for evaluation. A review of the device history record was performed on the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the first unit was from lot 3076650. It appeared to only be a catheter assembly and packaging. The engineer microscopically inspected the unit and observed that the needle had pierced through the catheter tubing near the tip. The second unit was determined to be from lot 3061023 and did not have any blood residue indicating venipuncture. The needle also appeared to have pierced through the catheter tubing at the tip. The third unit was from lot 2349100. This unit was already retracted inside of the barrel and no damage was observed to the unit. The engineer reset the unit but no defects were found to the unit. Therefore, based off the visual inspection of the first two units the engineer was able to verify that the needle had pierced through the catheter tubing. Unfortunately, the engineer was unable to determine a definitive root cause for these issues. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the tip was damaged. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: the issue was the catheters were fraying on the ends. Customer disposition request: replacement.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the tip was damaged. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: the issue was the catheters were fraying on the ends. Customer disposition request: replacement.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the tip was damaged. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: the issue was the catheters were fraying on the ends. Customer disposition request: replacement.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 18jul2023. H6: investigation summary: bd received three insyte autoguard blood control units from lots 3061023, 3076650, and 2349100 for evaluation. A review of the device history record was performed on the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the first unit was from lot 3076650. It appeared to only be a catheter assembly and packaging. The engineer microscopically inspected the unit and observed that the needle had pierced through the catheter tubing near the tip. The second unit was determined to be from lot 3061023 and did not have any blood residue indicating venipuncture. The needle also appeared to have pierced through the catheter tubing at the tip. The third unit was from lot 2349100. This unit was already retracted inside of the barrel and no damage was observed to the unit. The engineer reset the unit but no defects were found to the unit. Therefore, based off the visual inspection of the first two units the engineer was able to verify that the needle had pierced through the catheter tubing. Unfortunately, the engineer was unable to determine a definitive root cause for these issues. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18jul2023. Investigation summary: bd received three insyte autoguard blood control units from lots 3061023, 3076650, and 2349100 for evaluation. A review of the device history record was performed on the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the first unit was from lot 3076650. It appeared to only be a catheter assembly and packaging. The engineer microscopically inspected the unit and observed that the needle had pierced through the catheter tubing near the tip. The second unit was determined to be from lot 3061023 and did not have any blood residue indicating venipuncture. The needle also appeared to have pierced through the catheter tubing at the tip. The third unit was from lot 2349100. This unit was already retracted inside of the barrel and no damage was observed to the unit. The engineer reset the unit but no defects were found to the unit. Therefore, based off the visual inspection of the first two units the engineer was able to verify that the needle had pierced through the catheter tubing. Unfortunately, the engineer was unable to determine a definitive root cause for these issues. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the tip was damaged. This occurred 8 times. There was no report of patient impact. The following information was provided by the initial reporter: reported issue: the issue was the catheters were fraying on the ends. Customer disposition request: replacement.